Event description:
It was reported that the customer alleges the cot did not catch on safety hook when unloading with patient and the cot tipped with patient. It is alleged that the patient complained of injuries to hip / leg area and head. It was alleged that the patient was evaluated and released.